Event description:
It was reported that this patient's right shoulder was revised approximately 9 months post initial operation. The revision was due to an infection. Surgeon exchanged the liner and glenosphere. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: 320-10-00 - equinoxe rev tray adapter plate tray +0: (B)(6), 320-15-05 - eq rev locking screw: (B)(6), 320-20-00 - eq reverse torque defining screw kit: (B)(6), 320-20-18 - eq rev comp screw lck cap kit, 4.5 x 18mm: (B)(6), 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm: (B)(6), 320-20-26 - eq rev comp screw lck cap kit, 4.5 x 26mm: (B)(6), 320-20-30 - eq rev comp screw lck cap kit, 4.5 x 30mm: (B)(6), 320-31-40 - glenosphere, 40mm for small reverse: (B)(6), 320-35-02 - small superior augment glenoid plate: (B)(6), 320-40-00 - humeral liner, 40mm, +0: (B)(6). H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a known surgical risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.